Manufacturer narrative:
Implicated product and product received for eval is special 5.0 fr. Catheter. Complaint sample is received in two segments. Proximal segment measures 6.6 inches long. Its distal tip is broken and ragged and terminates 0.2 inches distal to suture wing fillet. Distal segment measures 12.6 inches long. Blood stained tissue ingrowth cuff is situated at proximal end and extends approximately 0.1 inch beyond tubing. Lot history review reveals no mfg issues and three similar complaints from same source; one complaint is inconclusive as no sample has been returned for eval and two complaints are confirmed, user-related. Documents contained within complaint file indicate that multiple attempts to remove catheter met resistance and ultimately catheter broke, requiring cutdown procedure to remove catheter's distal segment. Telephone log contained in complaint file indicates "catheter was held in by cuffs and cuffs were engrossed in tissue. To remove catheter, radiologist had to make 1 cm to 2cm incisions and use scalpel as cuff was very much trapped in tissue." Medwatch form dated 2/19/1998 and complaint incident report describe catheter's cuff as (collagen) "vitacuff." Complaint sample includes only tissue ingrowth cuff. Tactual examination of proximal segment is remarkable for clamping impressions in clamping over-sleeve. Distal segment is unremarkable tactually. Patency of each segment is demonstrated by flushing and aspirating water with 12cc syringe. Distal segment is accessed using moderate sized blut connector. No leaks are noted to either segment as distal tip of each segment is individually occluded and lumens are pressurized hydraulically to sustained pressures greater than 25 psi. Under 25x magnification, proximal segment's distal tip has broken and jagged edge with rough and granular face. This is characteristic of blunt transection as opposed to being cut with sharp instrument similar to scalpel or scissors. Catheter outer diameter immediately at distal tip has small amount of silicone adhesive residue adhering to its surface. This is presumed to be area of adhesion for tissue ingrowth cuff. Microscopically, proximal end of distal segments contains broken and jagged edge and rough and granular face. Tissue ingrowth cuff's proximal edge is tattered and uneven as well. This is indicative of blunt trauma rather than sharp instrumentation. Proximal edge of tissue ingrowth cuff is trimmed away from catheter and distal tip of proximal segment is mated with proximal end of distal segment. Relatively close match is achieved. Tissue ingrowth cuff has dried tissue residue interspersed throughout its circumference, however, bulk of cuff fibers are free of tissue ingrowth. Distal segment's distal tip shows undulating edge with striated, glossy face indicating it had been cut with sharp instrument. Complaint or difficult catheter removal is confirmed, user-related. Complaint sample features tissue ingrowth cuff designed for tissue ingrowth over two to.

Event description:
Hohn catheter snapped during removal. Rn on floor tried to remove catheter, then had rn from radiology try to remove, but met resistance. Sent to radiologist who attempted to remove, but catheter broke off at vitacuff. Cutdown performed to remove vitacuff & catheter.